Event description:
It was reported that the patient experienced new pain due to a compression fracture. It was noted that the patient received end of life message on the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.